Event description:
During ablation, the ablation distal and proximal electrograms, as well as the cs electrograms, became saturated. After troubleshooting, a new ablation catheter was used, and no adverse effects happened.